Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient's lead had pushed too far out of the foremen. Therefore, the lead had migrated, which was confirmed via imaging. As a result, the patient was experiencing ineffective therapy. Surgical intervention took place on (B)(6) 2024 where the lead was repositioned to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.